Event description:
It was reported it took a long time to charge their stimulator, particularly when they got to 50%. It took 8-9 hours to charge completely even if they started at empty or if they started at 50% charge. The recharge statistics were checked and the patient indicated that the charge data was not accurate and was not was the patient was experiencing when they charged. The patient had given up trying to get 100% due to the time it took. Patient noted the recharger and programmer don¿t always reflect the same charge level. Patient was concerned their stimulator may be flipping in the pocket and they can do this with their hand and noted the stimulator moves in the pocket when they are in bed. The flipping stimulator had been an issue for about a year. Patient noted at times they have trouble getting any coupling but noticed once they flip the stimulator using their hand coupling improved. It was also noted there were low out of range impedances. The patient had a few shorts. The patient noted their stimulation does not go down to their toes as it once did but their stimulation coverage was noted as good. Patient noted they were going to do an x-ray to check the stimulator. Follow up reported the device was currently in the correct position. Patient noted again that their battery flips as they turn/lay in bed. Physician advised patient to see implanting physician for revision. No revision had been scheduled at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l85507, implanted: 2000-(B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID neu_recharger_acc, product type recharger. (B)(4).